Event description:
Procedure: lap appendectomy. According to the reporter: the cartridge would not remove from the tissue. Could not be confirmed if the jaws were opened or closed at the time. The surgeon broke the shaft by force and removed the device with no tissue damage. Nothing fell into the cavity. Used another. There was an approx 30 minute delay in the procedure.

Manufacturer narrative:
(B)(4).